Manufacturer narrative:
(B)(4). Batch # m91139. The device was returned in good physical condition. The device was connected to a test hand piece and a gen11, during functional testing it was noted that the min hand control button was nonfunctional. However, device did activate when tested with the foot switch. The max hand control button was functioning without any difficulties noted and no continuous activation was observed during testing. The device was disassembled to inspect the internal components and moisture in the dome was found at the min hand activation dome. The corrosion in the dome is possibly caused when the device was soaked for cleaning before shipment for analysis. Due to the moisture discovered on the instrument, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce moisture to the device. It is possible that moisture in the dome could have resulted in an alert screen of ¿reactivate two switch activations detected.¿ this was not seen during analysis. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during an unknown procedure, the device got stuck position in max. Another device was used to complete the case. No patient consequences.